Event description:
A customer reported a system message code was received and system locked prior to a procedure. The patient had received a peribulbar injection in preparation for the procedure which was canceled. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).